Manufacturer narrative:
The returned test strips were tested using glycolyzed blood. The vial integrity of the returned vial was tested and it passed. As the primary packaging seal was acceptable for the returned vial, there was evidence to support that the returned product was appropriately sealed. The investigation did not identify a product problem and revealed that the results of the returned test strips were within the acceptable range.

Manufacturer narrative:
The accu-chek inform ii meters' 1 and 2 serial numbers were requested but not provided. The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
The initial reporter complained about discrepant glucose results for 2 patients' tested on accu-chek inform ii meter compared to a non-roche bloodgas instrument. Sample 1 (patient 1): 1st measurement: result on blood gas meter: 92 mg/dl at 1:51 pm. Result on accu-chek inform meter (1): 59 mg/dl at 1:56 pm. The test was then repeated twice by another healthcare professional. The 1st repeat was done using the same accu-chek inform meter (1) and the 2nd repeat was done using a different accu-chek inform meter (2). 2nd measurement: result on accu-chek inform meter (1): 52 mg/dl. Result on blood gas meter: 91 mg/dl. 3rd measurement: result on accu-chek inform meter (2): 23 mg/dl. Result on accu-chek (heparin syringe) device: 111 mg/dl. Sample 2 (patient 2): result on accu-chek inform meter (1): 351 mg/dl at 0:03 am. Result on blood gas meter: 79 mg/dl at 0:17 am. The reporter advised that the qc tests were performed on the morning of the events and that the meters passed the qc tests.

Manufacturer narrative:
Sections d9 and h3 were updated. The accu-chek inform ii meter 1 was with a serial number of (B)(6) the accu-chek inform ii meter 2 was with a serial number of (B)(6). The test strips were returned for investigation. The strip vial, desiccant, and vial cap were inspected and were acceptable in appearance. No obvious reagent discoloration. The strip vial, desiccant, and vial cap were inspected and were acceptable in appearance. There was no obvious reagent discoloration. Testing was performed using glycolyzed blood with the returned strips. All testing produced acceptable results and no strip defects were observed.